Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'exceeded 2-year battery life' message before the two year replacement period. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the data log review, the system was used on (B)(6) 2020 and no battery notifications occurred. At power up on (B)(6) 2020, and every other power up afterwards, the user was notified that battery life was exceeded. This included the complaint date of (B)(6) 2020. The log review confirms the complaint.